Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that the information center ix in the ER rebooted, entered service mode and indicated a patient conflict. The issue occurred after (B)(6) 2018. There was no patient incident.